Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had leakage past the stopper. The following information was provided by the initial reporter translated from french to english: date of occurrence: (B)(6) 2024 description of incident: during the withdrawal of an ampoule of fluanxol, part of the product passed behind the plunger. The viscosity of the product caused the plunger and syringe to separate, resulting in a major product leakage. Patient information : current patient status: use of another syringe and ampoule of fluanxol. Patient's expectation has anxiety about upcoming injection. Actions taken in the care facility to manage the patient: keep a stock of ampoules in reserve if syringes are faulty. Report. Monitor syringes from this batch.

Event description:
No additional information.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.